Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Feeder shoe. The analysis results for the device found that the device was returned non-functional. Upon firing of the device, no clips were fed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the tab of the feeder shoe that interacts with the feed bar was noted damaged causing the found feeding issues. However, this condition is unrelated with the incident reported. No anomalies were noted with the rest of the components. It could not be determined what may have caused the event reported. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon pre-loaded the device and tried to fire a few times however the jaws would pull the clip off the tissue. Some clips fired successfully however there was one clip that was not formed right and others were formed correctly. Another device was used to complete the procedure. No adverse consequences reported.